Event description:
It has been reported to philips that the wireless footswitch was not connecting to the system. The system was not in clinical use when the issue was identified. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the wi-fi led was flashing red indicating a connection issue. The customer is currently using a wired footswitch. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020).

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.